Manufacturer narrative:
The device was received and analyzed. Prior to the analysis of the ICD, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The device was subjected to an incoming visual inspection. No anomalies were observed. At a next step the ICD was interrogated, revealing that the device was operating in the safety backup mode. The battery status was mol1. The memory content of the device was analyzed. The analysis revealed that the device automatically activated the backup mode, because it detected invalid memory content during an automatic signature check. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected, by design the ICD will activate the backup mode to ensure patient safety. Based on the available information the root cause of the invalid memory content could not be determined. The presence of invasive external influences, such as strong electromagnetic fields, may have led to the clinical observation. The device was re-initialized and worked as expected afterwards. There was no indication of a device malfunction. In conclusion, the clinical observation resulted from invalid memory content. The invalid memory content was automatically detected by the device leading to the activation of the safety backup mode. This does not represent a device malfunction. Please note, the ability of the device to deliver therapies is not affected by the safety mechanism.

Event description:
It was reported that this device was explanted due to a device error. Programmable functions are blocked.